Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Medwatch report received mw5184921.

Event description:
It was reported via medwatch report (mw5184921) that a 73-year-old, asian female patient, weighing 50kg received a biozorb implant on an unknown date in 2024. It is further reported that "the product never dissolved and was threatening to erode through the skin." Additionally, it is reported that the device was removed in an operating room procedure on an unknown date in 2026. Reporting indicates "there was a large amount of plastic and metal encased within a thick capsule. The patient has ongoing pain in the region." No further information is currently available.